Manufacturer narrative:
The retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. The involved device has not been made available for an investigation. A schematic drawing of the patient and the injury has been provided and showed the injury on the inner thigh area of the patient, where both thighs touch. The information provided so far is inconclusive as to whether the thighs actually touched during surgery, if so whether the injury was located where they touched, and whether the burn was only on one thigh or on both. As the injury was not underneath the dispersive electrode, we assume that the injury was not caused by the dispersive electrode. However, we are requesting additional information from our distributor and will provide a second follow-up report upon receiving it. Device not returned.

Event description:
On (B)(6) 2017 a 1 hour and 30 minutes inguinal hernia surgery was performed at an unknown hospital in (B)(6). A monitoring dispersive electrode (model skintact wr21a30) and a rem equipped unknown generator were used. The patient was described as of normal body type and the skin was normal, no hair. The patient was sweating. The patient was lying in supine position. The dispersive electrode was placed on the outside of the right thigh. It was reported that the electrode was adhering well to the patient skin. The patient skin was not cleaned, not shaven, not disinfected and no ointment had been used. The application site had been dried. The generator output was described as "45 watt". The generator output was not raised during surgery. After the procedure a skin injury on the patient's inner thigh(s?) Was discovered. The user explained the injury as "redness worsening". It was also stated: "the injury occured outside the electrode application area and there was not (in) contact with electrical materials". The injury had been treated with "sofargen ointment".

Manufacturer narrative:
The retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. The involved device has not been made available for an investigation. A schematic drawing of the patient and the injury has been provided and showed the injury on the inner thigh area of the patient, where both thighs touch. It was reported that the injury happened on both sides, on the left and on the right thigh, where they touched. As the injury was not underneath the dispersive electrode, we assume that the injury was not caused by the dispersive electrode. Device not returned.

Event description:
On (B)(6) 2017 a 1 hour and 30 minutes inguinal hernia surgery was performed at an unknown hospital in (B)(6). A monitoring dispersive electrode (model skintact wr21a30) and a rem equipped unknown generator were used. The patient was described as of normal body type and the skin was normal, no hair. The patient was sweating. The patient was lying in supine position. The dispersive electrode was placed on the outside of the right thigh. It was reported that the electrode was adhering well to the patient skin. The patient skin was not cleaned, not shaven, not disinfected and no ointment had been used. The application site had been dried. The generator output was described as "45 watt". The generator output was not raised during surgery. After the procedure a skin injury on the patient's inner thigh(s?) Was discovered. The user explained the injury as "redness worsening". It was also stated: "the injury occured outside the electrode application area and there was not (in) contact with electrical materials". The injury had been treated with "sofargen ointment".

Manufacturer narrative:
The retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. Due to the lack of information, we were unable to establish, if this injury constitutes a reportable incident. We will continue to request further information and will relay any conclusion in a follow up report.

Event description:
On (B)(6) 2017, we have been informed about an incident during a procedure in an unknown hospital in italy. A unknown generator (model: unknown) and a skintact wr21a30 dispersive electrode were used. The complainant reported on (B)(6): "at the end of a surgery operation and after the removing of the electrode, the patient skin was red and burned; the chosen skin area (under right leg) was clean and shaved. Then, the patient will be treated with sofargen." No further information about the patient, the extent and degree of the burn, the nature and duration of the procedure, the generator model, the power settings have been disclosed to us despite of repeated requests.